Event description:
Information was received from a foreign healthcare professional (hcp) via a distributor regarding patient(s) who was receiving gabalon of an unknown concentration via an implantable infusion pump. It was reported that in the evening of 2026-jun-15, the attending physician reported that the patient had developed fever and convulsions. The patient presented to the hospital the same day. At the time of presentation, the fever persisted, but the convulsions had subsided. According to the physician, there is concern about the possibility of a catheter issue, and he requested information such as relevant literature reports. The outcome of the event including fever was not recovered. The outcome of the event regarding convulsions was recovery. Regarding fever and convulsions, the relationship to drug (gabalon pulse injection) was related and unknown if related to the catheter, pump, or procedure. There was no causal relationship to programming.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# unknown serial# implanted: explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.